Event description:
It was reported that this patient had recently had a magnetic resonance imaging (MRI), where the device is approved for MRI. Additionally, it was noted that the patient experienced some symptoms and received multiple electric shocks. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported.